Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary drawer 4 failed to open. A field service engineer (fse) removed the rear panel from the drawer and found the solenoid partially unplugged from the controller board, and the station was turned off. The fse removed the rear panel from drawer 4, cut the wire tie, and secured the solenoid connection and then replaced the wire tie, reattached the rear panel to the drawer, plugged the drawer back in, and powered the station back on to resolve the issue. The fse also verified that all rubber rail bumpers were in place. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, a drawer did not open. The customer stated that this malfunction caused delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.